Event description:
Report received of an over-delivery of heparin. The pump was programmed to deliver heparin, 12,500u/250ml at 10ml/hr. Reportedly, the nurse hung a new bag of heparin at 7:50pm in 2003. At 10:00pm, it was reported that the patient had received 68ml of heparin during the second shift. At 1:00am, the pump sounded an unspecified audible alarm. The nurse responding to the pump alarm, noted that only 64ml of heparin remained in the bag instead of the expected 200ml. The doctor was notified and the heparin was discontinued. The patient was discharged home at 5:30pm on the following day. The patient did not experience any adverse sequelae. Though requested, there was no further information available.